Event description:
--

Event description:
Boston scientific received information that when removing this device due to the remaining longevity being less then .5 years, normal battery depletion, pacing failure was noted when the physician stopped using electrocautery. This occurred repeatedly and the physician suspected a malfunction of this device. The patient had some intrinsic pulse and the replacement procedure was completed by changing the mode to vvi40 during the procedure. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device exposure to electrocautery may have resulted in device oversensing and possible pacing inhibition; however, this could not be definitively confirmed to be the case but is still normal device operation.

Manufacturer narrative:
(B)(4). The device will be returned for analysis. Upon analysis this investigation will be updated.